Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the users had a patient connected to two mrx defibrillators at the same time. They charged the defibrillators and reported that the devices "auto disarmed". After attempting a shock with two devices at the same time the users disconnected one of the mrx defibrillators, kept one mrx defibrillator on the patient and connected a second (non-philips) defibrillator. They reportedly delivered the shock on this second attempt. The involved patient was successfully shocked on the second attempt.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.